Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient&#38112;devices were removed due to infection.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0fghq, implanted: (B)(6) 2014, product type: lead. Product ID 3389s-40, lot# va0fghq, implanted: (B)(6) 2014, product type: lead. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3389s-40, lot# va0fghq, implanted: (B)(6) 2014, product type: lead. Product ID 3389s-40, lot# va0fghq, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative that their device was "running warm" and that the skin above the device was red/purple in color and very warm to the touch. This indicated that the warm was running to the brain. The patient first started experiencing the sensation of the implantable neuro stimulator running warm on (B)(6) 2015. The patient saw their health care provider (hcp) on (B)(6) 2015. There were no circumstances that the patient could recall that would have led to the device running warm, they had just noticed that it felt warm, the extension line was sensitive to touch and the skin over the device had fluid over it. The skin was warm, became pink and then red. The hcp felt that it was blood flow and instructed her to wash the area and contact him if she noticed any pain. The patient was admitted to the hospital and the implantable neuro stimulator (ins) and lead were removed. The patient was on intravenous antibiotics (IV) on (B)(6) 2015. The indication for use (IFU) was movement disorders.